Event description:
On 11/14/06, nellcor puritan bennett received a report from a biomed that an infant expired while being monitored with an npb 295 pulse oximeter. It was reported the alarm may have been defective. No other info has been provided regarding the pt. The pt sensor used was discarded and the model is not known.

Manufacturer narrative:
On 11/16/06, a nellcor puritan bennett technical specialist was on site at the hospital and conducted a complete performance test on the npb 295 pulse pulse oximeter which included alarms. The oximeter performed as specified. Investigation of this complaint is in progress. A summary will be provided in a supplemental if any new or significant info is gained.